Event description:
Overinfusion/freeflow: hospital reported no patient consequence. This occurred on 7/2002. Hospital biomedical engineering department reported that they observed a crack in the mounting section of the pumping mechanism around the nylok screw. No additional information regarding the event has been provided to date. Error code 22 was found in the error log, however it is unknown when this occurred.